Event description:
The manufacturer received information alleging a patient with a everflo device has passed away. The patient's grandson reports the patient was smoking a cigarette while using the oxygen. The patient was alone at the time of the accident, and a fire broke out that caused severe burns. The patient was found by the carer, who was able to prevent the fire from spreading throughout the flat. The patient was then hospitalized for severe burns and then passed away. When the equipment was recovered it was found that the fire had been brought under control before reaching before reaching the fire break. The concentrator of the device was not affected. The device has not yet returned to the manufacturer for evaluation. If any additional information is received, a follow-up report will be filed.